Manufacturer narrative:
(B)(4). Concomitant medical product: tibial articular surface, catalog #: 42527000303, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. When the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07011. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona tasp top and bottom fractured when being used.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of repeated use and 4 of the teeth have worn / fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.